Event description:
It was further reported that a patient had initial surgery approximately 10 years ago. Subsequently they had a revision due to loosening which may have caused a glenoid bone defect. The patient also had pain and range of motion issues. No further information is known.

Manufacturer narrative:
(B)(4). Previous report 0001822565-2024-02443-1 was sent to void the medwatch based on available information at the time. Additional information was received that now makes this reportable again. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon further due diligence it was found that the revision was due to rotator cuff reabsorption. Therefore, this device did not contribute to the reported event and should be not reportable. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff.

Event description:
Upon further due diligence it was found that the revision was due to rotator cuff reabsorption. Therefore, this device did not contribute to the reported event and should be not reportable.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined for glenoid loosening. Cause was traced to non-device related factors for rotator cuff failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported by the pmi group that a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. A custom glenoid metal back to fill the anterior glenoid bone defect was requested. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: italy. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.